Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained right ventricular oversensing and possible lead noise were noted. Review of the episodes indicated myopotential oversensing. Performed isometrics with deep breathing reproduced oversensing. Programming changes were made. Further actions will be discussed with the physician.